Event description:
During service of the pump console, the flow rate module did not display flow readings as expected. There was no adverse consequence to a pt as a result of this event.

Manufacturer narrative:
Eval in progress, but not concluded.